Event description:
It was reported during a laparoscopic cholecystectomy the white ring fell out of the 511sd trocar into the pt. The customer called the clinical inquiry nurses and spoke to dr. The surgeon decided not to pursue the white ring and open the pt due to the pt's prior heart attack. The trocar is being held by risk management.